Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 113 mg/dl at the time of incident. The customer ran fixed prime and the insulin pump did alarm no delivery. The customer stated that they were unable to push insulin through during plunger push. The customer was advised to assemble new reservoir and infusion set. The customer ran fixed prime and the insulin pump did alarm no delivery. The reservoir will be returned for analysis.